Manufacturer narrative:
H10: additional narrative: on 05/02/19, customer reported the cns-6201a (pu-621ra sn: (B)(6) had been experiencing signal loss all day. All the beds in the cns drop out of signal throughout the day separately. The signal loss happened at random lengths of time and when they return back to getting signal, the waves return very uneven and scratchy with no consistency to the waveform. The issue was also occurring on another cns close to it but not as strongly. Service requested: troubleshooting/assistance. Service performed: customer stated there was construction that day and a new installation of a philips system on the same floor. This coincided with the start of the signal loss when the new system was turned on. Customer disabled the philips system and the intermittent signal loss subsided. Investigation result: the root cause is determined to be interference from the philips system. Based on the given information, this issue is not suspected to be caused by deficient cns or its design. Correction: d4. Serial # incorrectly listed on inital MDR report. Corrected on follow up. F9. Approximate age of the device. Age of device incorrectly calculated based on incorrect serial #. Corrected on follow up 001 MDR report. H4. Device manufacture date: date incorrectly calculated listed, based on incorrect. Serial #. Corrected on follow up 001 MDR report.

Event description:
The customer reported that the org is dropping its signal to the central nurse's station (cns) that is attached to it. No patient harm or injury were reported.

Manufacturer narrative:
The customer reported that the org is dropping its signal to the central nurse's station (cns) that is attached to it. No patient harm or injury were reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following devices were being used in conjunction with the org. Concomitant medical products. Central nurses station (cns). Model: pu-621ra. Serial number (B)(4).

Event description:
The customer reported that the org is dropping its signal to the central nurse's station (cns) that is attached to it. No patient harm or injury were reported.